Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 454 mg/dl. The customer's wife stated that he had forgotten to bolus. The caller inquired about an open circle; explained that this was the temporary basal function. She stated that she was unsure whether the issue was the insulin pump, but she noted that they had changed the infusion set and would call back if necessary. Nothing further reported.